Event description:
Received an electric report of a patient reaction with use of this dialyzer from a hemodialysis user facility, initially, the reported symptoms reported on this event were shortness of breath and apprehension. Also reported was that this patient had a cardiac arrest. A call was placed and a verbal report was received from initial reporting rn. Also, at that time, dates, treatment sheets and other information related to this event were requested. It was learned that for this event to this patient, the patient was undergoing hemodialysis with this dialyzer when he "went out". The treatment was discontinued. This event occurred while the patient was an inpatient at the hospital. The patient has reportedly recovered. The patient has been ordered a new dialyzer prescription and currently receives dialysis with a gamma radiated dialyzer with no further problems or ill effect. There is no sample available for an evaluation.